Event description:
Boston scientific crm received information that this patient experienced syncope seven months ago. It was reported that the right atrial (ra) lead had previously dislodged and exhibited no sensing and loss of capture (loc). The cause of the syncope was not determined however the device was reprogrammed from dddr mode to ddir mode. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This device remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.